Manufacturer narrative:
Driveline repair in march 2023 was documented under MFR 2916596-2023-01358. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient presented at the emergency department for an unrelated issue and when routinely interrogating the device, it was noted that the patient had a single driveline fault notification without a noted pump stop. Log files were submitted for review. The log file confirmed the single driveline fault alarm on (B)(6) 2024 at 3:09. It was reported by the site that this was the first driveline fault event since the driveline repair that was performed in march 2023. The driveline fault detection circuit indicated that the event was due to an elevation in the amount of current across the monitored conductor in phase c.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted log files confirmed the reported driveline fault alarms. Based on the patient's complaint history and similarly reported events associated with the heartmate ii left ventricular assist system (lvas), the driveline fault alarms are indicative of a potential driveline issue; however, a direct cause for these findings could not be conclusively determined through this evaluation. The submitted log files captured multiple silenced driveline fault alarms. These alarms had no impact on pump function, and the log files appeared to show the system operating as intended at the fixed speed. Multiple attempts for additional information were sent to the customer; however, no further information has been provided at this time. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). No further issues have been reported at this time. The relevant sections of the device history records for (B)(6), the driveline, serial number (B)(6), and driveline repair kit, serial number (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) rev. C is currently available. Section 6 ¿patient care and management¿ discusses damage due to wear and fatigue of the driveline. This section also contains information on ¿caring for the driveline¿ (under ¿ongoing system assessment and care¿) and provides possible indications of driveline damage, as well as how to respond to such events. Section 7 "alarms and troubleshooting" outlines system controller alarms, as well as how to respond to each alarm condition. Section 8 ¿equipment storage and care¿ also contains information on ¿care of the driveline,¿ and provides possible indications of driveline damage. The heartmate ii lvas patient handbook rev. C, is also currently available. Section 4 ¿living with the heartmate ii¿ contains information on caring for the driveline. Section 5 "alarms and troubleshooting" outlines system controller alarms, as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was noted that the patient's driveline could not be repaired again. The patient had 43 additional asymptomatic driveline faults and no pump stops since the occurrence of the first alarm. The damaged wire was not completely fractured at the time of the new alarms. The patient was on a grounded cable.